Event description:
Anchor did not release after it was inserted and pulled out with the inserter. It was confirmed that the suture tensioning mechanism was retracted. Another site was prepared for the back up anchor ,so there is an empty hole in the patient's shoulder.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).